Event description:
Hd long disconnected from anspach. Second occurrence. Case type: pka. Update: I don't remember if the first one was reported. Could have not been assembled properly the first time, or this time. But because its happened twice now we would like to try swapping out those pieces. Hd long didn't click in as well the first time when I tried after the case. Cutter check intra op was off. Took apart burr / ee, re-registered and proceeded. 1. When was issue noticed? (Prior, during, or after case) :as per the mps-during the case 2. Did the hd long disconnected from anspach during cutting? Yes/no - as per the mps - yes but unsure if it was assembled correctly. 3. Were any components of the device missing or disassembled when the issue occurred? (Yes/no) as per the mps - the components were disassembled and reassembled during the case.

Manufacturer narrative:
Follow-up #1 and final report submitted to update based on the results of investigation. Reported event: hd long disconnected from anspach. Second occurrence. I don't remember if the first one was reported. Could have not been assembled properly the first time, or this time. But because its happened twice now we would like to try swapping out those pieces. Hd long didn't click in as well the first time when I tried after the case.cutter check intra op was off. Took apart burr / ee, re-registered and proceeded. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: product history record was not performed as the device is an OEM product. Complaint history review: a review of complaints in catsweb and trackwise related to p/n long-hd, ln/sn snk50312080407, shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. H3 other text : product was not available for evaluation

Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
Hd long disconnected from anspach. Second occurrence. Case type: pka. Update: I don't remember if the first one was reported. Could have not been assembled properly the first time, or this time. But because its happened twice now we would like to try swapping out those pieces. Hd long didn't click in as well the first time when I tried after the case. Cutter check intra op was off. Took apart burr / ee, re-registered and proceeded. When was issue noticed (prior, during, or after case)? As per the mps-during the case. Did the hd long disconnected from anspach during cutting? Yes/no? As per the mps - yes but unsure if it was assembled correctly. Were any components of the device missing or disassembled when the issue occurred (yes/no)? As per the mps - the components were disassembled and reassembled during the case.